Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis while performing peritoneal dialysis therapy. The cause of the event was unknown. The patient was not hospitalized for the event. The following day, the patient started treatment with vancomycin (2g; route, frequency, and duration not reported) and tuzz (1g; route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. The patient's recovery status and outcome of the event were unknown. No additional information is available.

Manufacturer narrative:
(B)(4). At the time of this report, the patient was reportedly ¿doing well,¿ fluid was clear, and was recovering from the peritonitis event. Antibiotic therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.